Event description:
Customer reported observing the battery icon on the display screen of their freestyle flash blood glucose monitoring system. Additionally, the customer also noted an error 3 upon the insertion of a test strip. During returned product testing, both of these issues were confirmed, it was identified that the unit of measurement could be changed from mg/dl to mmol. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaints are confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.